Event description:
Physician intentionally placed the original graft well below the renals. It was placed so that the suprarenal stent was infrarenal. A follow up exam noted a proximal type I endoleak feeding the aneurysm. A main body graft was placed in the correct position to resolve the leak.